Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during site change, insulin pump alarmed a motor error alarm during prime. Customer's blood glucose was 418 mg/dl. After troubleshooting, customer was advised the insulin pump was functioning as designed. Customer will not be returning the device for analysis.